Manufacturer narrative:
While the results reported by the customer were not reproducible, the questioned result reported by the customer was found in the memory of the returned meter stored as a control result. The complaint is being verified for the allegation of questionable results based on the noted matrix ID failure. As the manufacturer was not able to reproduce the matrix ID failure a cause for the failure could not be determined.

Manufacturer narrative:
This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 450 mg/dl (strip lot 497254) and 124 mg/dl (strip lot 497619 ). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.